Event description:
On (B)(6) 2012 the patient contacted animas alleging that all keypad buttons are intermittently unresponsive. The patient noted that the issue has been occurring for about a month. The patient reportedly wears the pump in a case on a belt, and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive. The down arrow, ok and contrast buttons responded appropriately and were functional. There was evidence of contamination found under up arrow, down arrow and contrast key contacts. None of the keys have normal tactile feel.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.